Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A health professional reported that eight years following an intraocular lens implantation procedure, the patient noticed a change in vision and went to the hospital to have the operative eye examined. The doctor observed a black spot on the lens, and that the lens was not clear, like "the waste water of rice washing". Additional information has been requested.